Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 10 minutes: 4.3 mmol/l (patient's meter and strips), 10.1 mmol/l (pharmacy's meter, patient's strips), and 10.3 mmol/l (pharmacy's meter and strips).